Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited a depleted battery. It was reported the end user replaced the batteries with new ones three times over a thirty five hour time frame of pump infusing. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).